Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing bleed back. This occurred when the physician was putting the introducer in to do the closure device. The sheath was replaced and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. This finding was reviewed and determined this continues to be deemed an MDR-reportable malufnction. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On(B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date has also been provided. Therefore, field h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not work properly causing bleed back. This occurred when the physician was putting the introducer in to do the closure device. The sheath was replaced and the case continued without patient consequences. Additional information received indicated the hemostasis valve (gasket) stayed attached but was pushed inward. The valve did not become detached. No air appeared to enter the patient¿s body. Blood return was present and there was 5-10ml estimated blood loss reported. No intervention was needed to stop the bleeding. With the information available that patient¿s hemodynamics is not compromised and no interventions were required to stop the backflow bleed, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the issue had occurred due to a malfunctioning/dislodged valve.